Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in hospital. The cause of death was septic shock and they had no blood pressure. The caller stated that the customer had no other illnesses that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected less than 2 hours prior to passing, as the customer had a low blood glucose event, had no blood pressure, and no oxygen. The customer was not using sensors. The customer had been on their new pump only a week before passing. The caller agreed to return the insulin pump for analysis.